Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
A healthcare professional reported ¿once inserted it presented an appearance that was not compatible with our expectation, once extracted the implant presented with anomalies on its surface¿ with unknown mammary implant. It is unknown if surgery was completed with a back-up device. Affected side is unknown.